Event description:
During the fat harvest process the tulip cannula tip broke while in use and retained in the patient's abdominal site. Xray confirmed the presence of the cannula tip, and physician elected to leave the tip in.